Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: perforation required medical intervention. Device issue: balloon rupture. It was reported that during a ptca procedure, the device was inflated to 13 atm in the distal circumflex artery. The balloon ruptured and a perforation was observed at the distal portion of the circumflex coronary artery with mild staining of the left ventricle. Another powersail balloon was inflated multiple times for approximately five minutes at site of the perforation. Integrilin and nitro were discontinued; however, bleeding continued. An interventional radiologist was summoned to the cardiac cath lab to assist. A 3 mm coil was inserted in the distal portion of the circumflex which caused coagulation and stoppage of flow of blood. Post op patient was transferred to the cardiac care unit. Pt remained in ccu for 3 days, and then transferred to telemetry unit where the pt remains as the date of this report. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info; however, the device was not returned to abbott for analysis. No determination can be made as to the root cause of the reported balloon rupture. Perforation, as listed in the instructions for use, is a known adverse event associated with coronary dilatation.